Event description:
Additional information received from the patient and manufacturer representative indicated that, per the patient, the pump was now a larming with a long single beep every hour and the healthcare provider (hcp) and manufacturer representative (rep) would not return their call. Patient services reviewed information about the beeping sound and sent an email to reps for further assistance. The rep responded stating that they planned to call the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was malignant pain. The patient reported that they were having the pump and catheter removed next week on (B)(6) 2026. The patient stated that the whole time they had the pump, they felt like the nurses and doctors had been gaslighting them and not answering their phone calls and not returning their calls and addressing their complications. The patient stated that the pump felt like it migrated or moved or did something that they didn't think it would do causing them to have limited mobility the entire time they had the implant. The patient stated that they couldn¿t bend over right and pick up a pen and it took them more than a minute to get it to pick up anyway. The patient stated that they had asked the healthcare provider¿s office to do an image of the pump before removing it, but they didn¿t want. The patient stated that the pump took away their bone pain and they were in remission now and the pump worked great for them. The patient then stated that the pump felt like an eight-inch rock and felt like it moved and was sitting on their kidney. Per the patient, they went to the healthcare provider¿s office yesterday because they were weaning them off the medication and they had already turned down the medication twice, but they didn't turn down the medication yesterday and they were not sure why.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.